Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time and date reset) issue. This complaint is being reported because it is not specified if the issue occurs while the pump is running, or after a reboot/battery change. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2014 with the following findings: black box indicates a time and date reset in within 3 minutes of power off.time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate. The battery was removed for 6 hour and reinserted, the pump time and date did reset to the default settings. Pump was open to investigate, internal battery was found to be leaking. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast.